Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor had alert for false pause episodes due to under-sensing. No intervention was performed. The patient was stable.

Event description:
New information received noted that programming changes were made. The patient was stable.

Event description:
New information received noted that the implantable cardiac monitor continues to exhibit false pause episode due to under sensing.